Manufacturer narrative:
The investigation revealed a reported contamination of cranial drill bits. The complaint was unable to be confirmed with the information provided and the root cause is unable to be determined as the device is not available for evaluation. A risk assessment regarding the identified failure mode associated with this device was performed. The overall risk remains low as the product has been recalled from the field, ensuring no current patient risk. The observed risk matches the anticipated risk level. Therefore, the overall risk has been maintained, and no further investigation is required. No additional action is planned at this time.

Event description:
It was reported that drill bits were contaminated.